Event description:
Our country manager in (B)(6) reported that a site contacted him reporting that their (B)(4) x5 handheld computer is not charging anymore. The product is being sent back for product analysis.